Manufacturer narrative:
The subject device has not returned to omsc but was returned to olympus (B)(4) for evaluation. Olympus (B)(4) checked the subject device and duplicated the reported phenomenon. It was found the camera cable break which caused no image. Omsc could not reviewed the manufacture history (DHR) of the subject device because more than fifteen years had passed since the subject device had been manufactured. Based upon the information from olympus (B)(4), omsc concluded that the reported phenomenon was attributed to the transmission failure of the image signal to the video processor due to the breakage of the camera cable by the user handling. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed at the unspecified timing. There was no patient injury associated with this report.